Event description:
Rptr gave surgeon reprocessed, unused staple cartridge. Surgeon loaded it into handpiece and fired inside pt. Reload jammed and broke. Pieces retrieved, thus lengthened time of surgical procedure.